Event description:
On 2015-03-03 information was received from a representative indicating a catheter fractured. They were at a case on the date of the report. No further information was available at the time of the report.

Event description:
The patient reported that 3 weeks ago they started feeling sick, horrible taste in mouth and feeling pain. The patient stated his catheter broke or cracked. On monday (B)(6) the patient went to the hospital and they did an x-ray and cat scan. The patient was told the cat scan was ¿cloudy¿ where the catheter goes in. The patient used to have a ¿knot¿ on back and that was where the catheter was and that had disappeared. The patient¿s surgeon was on vacation and wouldn¿t be back for another week and a half and the patient was in pain, blood pressure was ¿out of sight¿. The patient was told to go to the emergency room (ER) for pain meds and the patient was given ¿percocet 650mg¿ at a time and it was not touching the pain. The day of the report the patient ¿lost his bowels¿ and was in withdrawal. The patient was scheduled for a dye study on monday the (B)(6) 2014. The patient stated he needed help, he needed to go to the hospital but the hospital near him did not have a pump physician. The patient planned to go to the ER closer to his home. The pump was used to deliver clonidine and morphine. Interventions and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).